Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba), which resolved the reported issue. The ventilator passed calibrations, extended self testing (est), short self tests (sst), electrical safety tests, and performance verifications testing (pvt). (B)(4).

Event description:
Covidien received information stating an 840 ventilator experienced a communications malfunction. The malfunction did not occur during patient use.